Manufacturer narrative:
No unexpected button error alarms were noted on the insulin pump. However, intermittent button response was found on the down arrow button due to corroded keypad traces. The following physical damage was also noted: cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, and loose end cap sticker. Moisture damage on all electronic assemblies was noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that he was unable to clear. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump may have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.